Event description:
The customer reported to philips healthcare that the heartstart mrx had an out of the box failure. The lettering on the main menu faded until they could not be deciphered. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.